Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) not charging batteries. There was no patient involvement.

Manufacturer narrative:
Additional contact information : (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) to fix the issue reseated the power management board and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.